Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
A compressor mini was reported not starting. A service engineer found the transformer faulty and made a quotation to the customer. No service report is available and no parts were sent back for further investigation. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
It was reported that the compressor would not start. There was no patient harm. Manufacturer ref. #: (B)(4).